Manufacturer narrative:
The affected device and the log file was available for investigation by the manufacturer. Based on the logged entries it could be reproduced that the evita has performed warm starts. However, there are no entries in the log that allow a more precise defin.

Event description:
It was reported that the device generated reboots during patient ventilation and continued to ventilate afterwards. According to the users, it turned off and on when changing the setting. No patient consequences reported.